Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with fasting meter to meter comparison blood glucose test results from trueresult meter of 78 mg/dl and from alternate meter of 126 mg/dl on (B)(6) 2016 at 07:30am. The customer's expected fasting blood glucose test result range is 101 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/24/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 133mg/dl (B)(6) 2016 07:30 am, fasting: yes. A 131mg/dl (B)(6) 2016 07:30 am, fasting: yes. A 119mg/dl (B)(6) 2016 07:30 am, fasting: yes. A 126mg/dl (B)(6) 2016 07:30 am, fasting: yes. A 106mg/dl (B)(6) 2016 07:30 am, fasting: yes.